Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring wire guide kinked during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide (swg) with in its advancer tubing for evaluation. Visual inspection of the swg revealed multiple kinks in its body. Microscopic examination of the swg confirmed the kinks and that both welds were in place. The swg body contained four kinks between 263-320 mm and two kinks between 570-580 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.794 mm which is within specifications of 0.788-0.826 mm per swg graphic. The undamaged portions of the swg were inserted into a lab inventory ars and a lab inventory 18 ga introducer needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained 6 kinks in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide kinked during use.